Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately. Evaluation was unable to confirm or duplicate the intermittent unresponsive of the ok button. Evaluation revealed that there was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button was intermittently unresponsive. The reporter noted the ok button was worn. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.